Manufacturer narrative:
The device was not returned to boston scientific for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a law firm that the patient implanted with this implantable cardioverter defibrillator (ICD) was taken by ambulance to the hospital on (B)(6) 2016 because the device was not working properly and detection was not possible. A surgery was performed on (B)(6) 2018. The device had been implanted for seven years. It was reported the patient suffered serious complications following the device explant procedure, including asphyxia in the brain, residual cognitive reduction, pneumonia, urinary infection, and sepsis. No additional adverse patient effects were reported.